Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter does not turn on using the subject test strip. The complaint was classified based on the customer care advocate (cca) documentation. The power issue began on (B)(6) 2013. The patient takes insulin-no adjustments to manage his diabetes. She reportedly developed unexplained symptom of ¿shaking¿ on (B)(6) 2013 and managed her diabetes with more food and/or drink on the same day. There was no report of any required hcp treatment at the time of concern. During troubleshooting, the power issue was resolved with new test strips. The subject meter powered on with the on/off button. There was no product misuse. This complaint is being reported because the patient developed unexplained symptom suggestive of hypoglycemia after the power issue began.